Event description:
Additional information was provided that the lead was surgically capped and abandoned. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision procedure was performed, and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low out of range impedance measurements. No adverse patient effects were reported. Remains in service.